Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition and asystole. X-ray confirmed lead damage due to clavicular crush. During a routine device changeout, this lead was capped and replaced. No additional adverse patient effects were reported.